Event description:
The hosp reported that during the endoscopic vein harvesting procedure, there was no cautery through the bisector. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: a continuity (resistance) check between the power connector pins and each bisector element revealed that one of the circuits was open. The insulation at the junction (solder sleeve) of the suspected open was carefully sliced away, confirming that the two wires had pulled apart from the solder connection. The complaint that the unit did not cauterized was confirmed. The root cause is poor assembly and quality control at the MFR, this is an outside vendor assembly problem. Quality and mfg engineering have been informed of this vendor problem.